Event description:
On 2023-oct-16 information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they have been trying to have their ins reprogrammed for the past 6 months but has been unsuccessful in doing so. Caller went on to further state that since their ins was implanted, it has not provided strong enough stimulation. Caller commented that they have had other devices and their current device is the worst one they have had. Technical services (tss) reviewed information and sent an email to the field for visibility. Caller also noted that they are in agony and do not have any pain medication. On (B)(6) 2023 the patient (pt) called in stating they they got a letter and was not sure to fill it out properly. Pt said their ins was not working a while back and they needed a tech to adjust it but they could not get in touch. Pt provided their answer to the letter: there was not a change in therapy for it had something to do with the ins device. The ins would not come on strong enough to stimulate the legs. They adjusted it and two or three weeks after getting programmed and when they tried to adjust it the therapy would not increase and if they decreased it would not go nowhere. It got 6.9 intensity but did not work. Pt maybe felt therapy in their back for a minute then it quits. Pt had been on the manufacturer devices for 20 years and this was their 3rd years; was the best thing for their pain. It was not working. They tried to call the tech. Their hcp had always left an office for a rep to come. Pt use to swear by the device, but it no longer worked. Pt had a stimulator instead of pain medicine; pt needed the ins for the pain. Agent provided pt nas phone number and redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their implant it doesn't work. Patient stated they used to be on oxycontin/other pain meds and stopped those when they had their previous ins but needs to have these meds again because the lack of pain relief with their current implantable neurostimulator (ins). Patient mentioned they have tried for over a year to get in touch with a manufacturer representative (rep) to come to their doctor's office to readjust it, but they have not been able to get ahold of anyone. Patient stated every time they've called in about this, which patient stated has been 'a few times,' they have been told to work with their doctor and are not helped. Patient reported the last time they charged their implant was about a month ago because they're frustrated with having to charge it every 1-2 days unlike their previous ins. Patient also stated that they have to charge their implant every day and it still does not work right and won't talk or give them any service. Patient stated the controller screen comes on but it doesn't cause 'vibration' (stimulation). Agent asked the patient if there was anything specific that comes up on the controller when they try to increase their stimulation and the patient stated that it tells them that 'we can't get it up enough for you' and 'to call you all.' Patient stated their intensity is at 6 but this level is not helping them and they cannot turn it up higher than that. Patient stated they did not know the manufacturer cannot remote into their ins to make adjustments. Patient mentioned that this 'new battery' does not work well. Agent reviewed manufacturer role vs healthcare provider (hcp) role, reviewed rep role, and the patient was redirected to their healthcare provider to further address the issue. Patient mentioned talking to their doctor today but will discuss again with them.